Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and stop working. The customer¿s blood glucose was 200 mg/dl at the time of the incident. The customer was stated that the customer was swimming with the insulin pump and insulin pump was exposed to moisture. It also stated that the insulin pump was not dropped and crack was present in insulin pump. It was also reported that customer did not saw fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.